Manufacturer narrative:
The product was not returned, so it was not possible to confirm the failure mode. However, this is a known failure mode and the possible cause is the hex wrench not being tightened prior to positioning of the monitor. In sum, the product was returned for investigation and the reported failure mode could be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a monitor separated from the arm while a nurse was trying to position the display. The monitor then fell onto the intubated patient's face. After an assessment of the patient a 3mm cut to the lip was found.

Event description:
It was reported that a monitor separated from the arm while a nurse was trying to position the display. The monitor then fell onto the intubated patient's face. After an assessment of the patient a 3mm cut to the lip was found.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The possible root cause for the mounting arm falling upon the patient during set up can be due to the hex wrench not being tightened prior to positioning of the monitor. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence and product field action 2936485-8/28/2013-002c has been initiated.